Event description:
It was reported that the sutures cut through to the anchor, leaving the anchor in the bone. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device showed the anchor and one leg of ultrabraid suture are missing and were not returned for evaluation. Without the return of the anchor and suture the reported complaint of the suture cutting through the anchor cannot be confirmed. Dimensional assessment of the inserter found it met print specifications. No root cause related to the manufacturing process can be established. Device history record review confirmed no abnormalities were reported with this lot during manufacture.